Manufacturer narrative:
The device was held at user facility pending patient outcome.the user facility biomedical engineer reported that the device was held until 05/25/1999. On that date the device was tested by the user facility biomechanical engineer. The user facility biomechanical engineer reported that the pump passed all testing parameters and performed within specification. The device was placed back into clinical service. The device will not be returned for further testing and investigation related to the reported event. This report represents all the information known by the reporter upon query by abbot personnel.

Event description:
Overdelivery and changed settings reported. The pump was set to infuse heparin 25,000u/500ml at 20ml/hr via primary. The secondary had a rate of 125ml/hr set, but the vtbi was set at zero. A nurse noted that after approximately 30 minutes, the entire heparin container was empty. She also noted that the settings had changed to 8ml/hr on the primary with a vtbi of 176ml. The pt was given protamine as prophylactic measure. No adverse effects were reported.